Manufacturer narrative:
Evaluation summary: returned contents: the hawkone was returned inside saftpak bio-hazardous packaging material. The hawkone was inserted the cutter driver. No other ancillary devices were included. Visual inspection: the hawkone was inspected and observed the distal end of the torque shaft was separated from the torque shaft adapter. No other damages were noted. Functional testing: the thumb switch was retracted and the torque shaft and torque shaft adapter would connect. When the thumb switch was advanced completely approximately 2.6cm were separating the two components. It should be noted the drive shaft remained intact so the device remained as one unit. The bond between the torque shaft adapter and the drive shaft was compromised and no longer intact. No other damages or anomalies were noted.

Event description:
The physician intended to use a hawkone directional atherectomy device to treat the superficial femoral artery as per IFU. It was reported the hawkone device started kicking back in vessel while cutting after only a few small passes. The packer could not be seen over x-ray. When removed from the patient, it was visible that the nosecone was almost completely detached from catheter. Another device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.